Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
It was reported that the pulse generator exhibited a atrial intracardiac waveform. The patient would be monitored.